Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer and confirmed the reported problem. The rse provided troubleshooting and determined the set up for use was incorrect. After finding the correct connection for the speaker, the issue was resolved and the device operated as intended again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the system does not alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.